Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump was also received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported via phone call that the up and down arrow buttons on the insulin pump are not responding properly. The customer has to press them hard and they don't always respond. Customer's blood glucose value at the time is unknown, current blood glucose is 228 mg/dl. It was advised that the customer discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.